Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted from another center with possible infection, while in house, and the pump alarming with red alarms. Upon review of history, the pump had about 10-15 pump stops in 24 hours. No obvious sign of damage to external driveline. The vad coordinator changed the system controller. The review of the log file showed the pump having trouble maintaining the set speed, with speed drops and power increases, and elevated average pi reading. X-rays on driveline, both internal and external are being send in for review. The patient is currently on batteries. The vad coordinator reported that she manipulated the external driveline on battery power and noted no alarms. Receipt of a device tracking form revealed that the patient received a pump exchange (B)(6) 2013.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.